Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that they were unable to fill and aspirate the reservoir. There was a volume discrepancy reported. The actual residual reservoir volume (arv) was less than the expected residual volume (erv), arv: 5 ml and erv: 8 ml. The physician was then unable to aspirate or fill the reservoir. Locked reservoir valve procedure was reviewed and the reservoir was still unable to be filled. It had been attempted 3 times and reservoir access would be attempted again. It was later reported that they attempted to refill and were able to get 5ml in and then they assumed that the locked the valve. Negative pressure was held with no success, and a new kit was tried with no success. The 5ml that were put in could not be aspirated. The patient left and the pump was never updated and was still showing 8ml. The pump appeared to be in minimum rate mode based on the dose per day. The patient was scheduled to come back for additional troubleshooting and attempt to refill it again. The patient was doing fine and had no symptoms. It was not believed that the patient had been scuba diving since the patient was wheelchair bound. It was later reported that a refill appointment occurred on (B)(6) 2015. It was unknown what the cause of the difficulty filling/aspirating was. The pump was aspirated using negative pressure for over 10 minutes and finally received the missing 3ml volume of drug. It was noted that 5 ml preservative-free saline was able to be pushed into pump and aspirated back out. Then the full 20 ml of drug was able to be refilled. The patient was doing well. The volume discrepancy was reported as resolved. The pump was used to infuse bupivacaine.